Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the patient, initial reporter, facility, and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the coil broke inside the catheter. A 3mm x 6cm interlock coil was selected for use. However, during the procedure, it was noted that the core of the coil broke or fractured inside the catheter. The procedure was completed with another of the same device. There were no patient complications or adverse events as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the patient, initial reporter, facility, and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: only the pusher wire was returned for evaluation. It was observed that the pusher wire was kinked at the interlocking arm. Dimensional inspection of the pusher wire revealed the components were within specifications. No other issues were identified with the device.

Event description:
It was reported that the coil broke inside the catheter. A 3mm x 6cm interlock coil was selected for use. However, during the procedure, it was noted that the core of the coil broke or fractured inside the catheter. The procedure was completed with another of the same device. There were no patient complications or adverse events as a result of this event.